Event description:
It was reported that the pt had complained that the sound with their device was too soft. All external equipment was exchanged and the pt's mcl's were increased. Pt reported no difference in sound quality. Further testing confirmed that the device was malfunctioning.